Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) system errors were found that had occurred in the past. Both keyboard hinges broken, programmer has a noisy cooling fan, and a small crack found in the overlay screen.

Event description:
It was reported the screen was bent all the way back, and it cracked. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.